Manufacturer narrative:
Returned product consisted of an nc quantum apex balloon catheter. The device was visually and microscopically examined. There was a hypotube separation 21.1cm from the strain relief. The separated ends of the hypotube were ovaled, indicating the hypotube was kinked prior to separation. At 103.6cm-104.1cm from the distal segment of the separation, the shaft was flattened. There was contrast in the inflation lumen and balloon. The balloon was tightly folded, and the tip of the device was damaged and prolapsed. Product analysis confirmed the reported break as there was separation to the device contributing to the reported crossing difficulty. The reported no cross in the lesion could not be confirmed as the clinical circumstances could not be replicated.

Event description:
Reportable based on device analysis completed on 30dec2021. It was reported that a shaft break occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, de novo target lesion with a significant bend of >= 90 degrees was located in the mildly tortuous and moderately calcified left anterior descending artery. A 12mm x 3.50mm nc quantum apex balloon catheter was advanced for dilation but did not cross the lesion after multiple attempts and the shaft broken 6cm from the hub. The procedure was completed with another of same device. There were no patient complications reported. The patient condition following the procedure was stable. However, device analysis revealed the break was 21cm from the hub, in a location which could enter the patient.